Manufacturer narrative:
This report is being submitted to report the user's experience and investigation findings. The complaint device(s) were not returned to olympus for physical evaluation. The device history record (DHR) for the complaint devices could not be reviewed since the lot/serial numbers were not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: the definitive cause of the user's experience could not be established. No malfunction of any olympus device was reported in any procedure described in this article, therefore it is presumed that the cause of the reported event is not related to the device. This event has been reported by the importer on MDR# 2951238 - 2021 - 00305.

Event description:
It is reported in the literature article titled "a single-operator learning curve analysis for the endoscopic sleeve gastroplasty", during an endoscopic sleeve gastroplasty (esg) using an olympus gif-h190, and olympus gif-2th180, one patient experienced a procedure related adverse event requiring medical intervention. This was a prospective case series analyzing 128 consecutive patients at a tertiary-care academic medical center who underwent esg performed by a single operator from (B)(6) 2013 to (B)(6) 2016. The aim of the study was to describe the learning curve for performing endoscopic sleeve gastroplasty (esg).the study concluded that mastery of esg by a single operator is suggested after sufficient endoscopic experience, and may help guide widespread clinical adaptability. All esg procedures described in this article article followed a sequence of steps using an olympus gif-h190 upper endoscope, and an olympus gif-2th180 double channel therapeutic upper endoscope. All procedures were performed under general anesthesia. Prophylactic antibiotics were given pre-procedure. Antiemetics were given pre-procedure and post-procedure. There was no report of any olympus device malfunction in any of the procedures described in this article. One patient experienced peri-gastric leak requiring nonoperative management with a percutaneous drain and antibiotic therapy.